Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, with a nadir of 68 mg/dl, brief duration under 15 minutes, device low alerts active, no carbohydrate treatment taken, and glucose trending up at the time of the call; troubleshooting and education were provided, and the cause of the hypoglycemia was unclear. Symptoms included no reported acute effects such as loss of consciousness or dizziness. Outcomes included no need for medical intervention and no assistance required. Investigation included user interview, product-use review, and review of device alerts and performance based on the reported data. Investigation of this case revealed no device malfunction identified and no confirmed device-related contribution to the event. It was concluded that the event was consistent with hypoglycemia of unclear cause with the device operating as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.